Event description:
Boston scientific received information that this product was part of a system revision due to infection. The product was explanted. There were no additional adverse effects reported.

Manufacturer narrative:
Additional information has been requested of the field representative, should any further information become available, this report will be updated.